Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of black spots on the image was confirmed. The device evaluation found additional reportable findings during inspection: free lock level corrosion, cracked connector. Based on the results of the investigation, the cause could not be established. A definitive root cause cannot be identified. A device history review revealed no findings/issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a black spot on the image. The issue occurred during an olympus maintenance inspection. There were no reports of patient harm.